Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant indicated that the clinician performed manual compressions until another device was obtained to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality testing without duplicating the report. The device was recertified and returned to the customer. Review of the activity log showed the device was using battery power only starting at 12:44:40pm. The device was restarted at 1:02:17pm with battery power and was restarted again at 1:03:10pm with ac power and battery power. There is no evidence of the device failing to power on, however this kind of event would not necessarily be captured by the logs. It's noteworthy to mention the r series operator's guide states a backup power source, being either another fully charged and calibrated battery or ac mains power, is readily available at all times. No trend is associated with reports of this type.